Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 07-may-2024, it was reported by the patient that the infusion set was leaking from base site due to which hyperglycemia and high ketones event occurs. Blood glucose level at was 361 mg/dl since last 3 hours. No further information was available.